Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's threads that hold the reservoir were damaged. The reservoir was not staying in the insulin pump. The reservoir fell out. Customer's blood glucose level was 375 mg/dl. She treated her blood glucose level with manual injections. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.